Event description:
It was reported while using bd preset¿ arterial blood collection syringe an unidentified white object in the needle body and the stopper was deformed. The following information was provided by the initial reporter: the nurse found an unidentified white object in the needle body when using the arterial blood collector for the patient to draw blood. The other abg¿s plunger stopper was deformed and incompleted, so the arterial blood collector was replaced to draw blood.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter or deformed plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes foreign matter or deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.